Event description:
It was reported that spontaneously and not every time but multiple times now, when the patient would get a bolus dose their leg would jump straight out, stiff as a board and would remain that way. If the patient would push down their leg, it would bounce up again and then after 20 minutes it would then relax and go back to normal. This reportedly happened a couple of times on their left side. The health care provider (hcp) had told the patient to keep an eye on it when it started happening. The patient called back on the date of this report saying the same thing was occurring now with her right leg. The patient thought her pump was malfunctioning and as a result the hcp wanted to get the device manufacturer representative involved. The hcp had indicated it had started happening recently however a specific date wasn¿t provided. The device manufacturer representative believed that since the symptoms were happening right after a bolus was delivered, she was confident the pump was delivering medication and that the catheter was working. It was reviewed that the daily dose and bolus dose had been decreased on (B)(6) 2014 and the hcp said it didn¿t seem to be specific to the time frame after the refill that occurred that day. It was also noted the refill had been on (B)(6) 2014 and the daily dose and bolus dose were decreased since they started seeing the patient in (B)(6) of 2014. Since (B)(6), the patient¿s fentanyl dose was nearly 500 mcg/day and the ptm dose was ¿130 something¿. Additional information was then later received that reported medical intervention occurred, on (B)(6) 2014, the patient was admitted to the ICU (intensive care unit) to rule out sepsis. The pump logs were checked and x-rays were performed. The patient had been admitted with pain, an altered mental status, leg cramping and an increased heart rate and blood pressure. The hcp had called a device manufacturer representative to check the pump and personal therapy manager (ptm) as he was concerned the patient was not getting drug from the pump and going into withdrawal. The pump logs were then read and no stalls were noted. The ptm was determined to be working to deliver boluses. It was also noted a CT scan was ordered to check catheter placement. The patient¿s status at time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver fentanyl, clonidine and bupivacaine. Further information including additional troubleshooting, if any interventions occurred and the patient¿s outcome were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was prescribed xanax and elavil by her primary care physician, which she took that saturday night and sunday morning. The patient then became disoriented and forgot to use the personal therapy manager (ptm). The event resulted in the beginnings of withdrawal. The event was reportedly not due to the pump or catheter. The patient was doing much better and receiving effective therapy. The manufacturer representative spoke with the healthcare provider (hcp) the day prior and the patient was out of the intensive care unit (ICU) and in a regular room. The patient was being treated for a urinary tract infection (uti).